Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up determined that the device was replaced due to low battery voltage. Later review of manufacturer's database revealed the patient died 7 days after this replacement surgery. Physician reported the cause of death was cardiomyopathy and was not device related. Patient's last clinic visit had been (B)(6)2010.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up determined that the device was replaced due to low battery voltage. Later review of manufacturer's database revealed the patient died 7 days after this replacement surgery. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up determined that the device was replaced due to low battery voltage. Later review of manufacturer's database revealed the patient died 7 days after this replacement surgery. Physician reported the cause of death was cardiomyopathy and was not device related. Patient's last clinic visit had been (B)(6) 2010. Later reported patient had been admitted to hospital on (B)(6) 2010 after worsening of mentation and fall at nursing home with scalp laceration. Also reported decreased appetite, fatigue, and weakness. In the ER, noted to be hypotensive and tachycardic and admitted to ICU for observation. Bilateral pleural effusions diagnosed and underwent thoracentesis with removal of 500cc of fluid. Despite ongoing care, went into cardiopulmonary arrest several times, family decided to make patient do not resuscitate, and the patient died.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.